Event description:
It was reported that during a case, the device was faulty. It was further reported that the surgeon used another device to finish the surgery. Further, there were no adverse consequences reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.